Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral approach through a 4f non-bsc introducer sheath. The 100%, chronic total occlusion stenosed target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation of the balloon at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen. The distal tip was damaged. There were multiple hypotube kinks. Magnified inspection revealed a pinhole adjacent to the distal edge of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral approach through a 4f non-bsc introducer sheath. The 100%, chronic total occlusion stenosed target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation of the balloon at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.